Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. Outer packaging was found slightly crushed. Amber stains were observed throughout the outer packaging suggestive of dried glutaraldehyde. The jar showed evidence of fluid damage with label appearing tattered. The safety seal on the returned jar was received broken. The sn (B)(6) valve was inside the jar with no solution present. The gasket could be seen loose inside the jar. Upon opening the jar, a long strip of gasket material was found stuck to approximately half of the rim¿s circumference. Remnants of dried, crystallized glutaraldehyde were observed on the jar threads. There was evidence of damages to the lid threads. The gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. The damages were found on approximately half of the gasket¿s circumference. Under magnification, one loose particulate was found inside the empty jar and one particulate was found on the inflow of leaflet 1. The particulates were sent to mecc analytical chemistry department for ft-ir analysis. The sample was received between two glass slides that were taped together and labeled. The particle was removed an d placed on a gold coated slide for testing. The particle was analyzed using the bruker invenio ftir and hyperion ii microscope using the ge-uatr accessory. This particle was spectroscopically consistent with polypropylene. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a procedure involving the tav evfxplus-29, when the lid of the valve jar was opened, the rubber seal of the valve jar lid fell into the glass jar. Subsequently, a new valve was used for implant. There were no patient effects associated with this event. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated there was no problem with opening the jar.